Manufacturer narrative:
Updated field: b4, d9,g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they checked the ECG cable with a different unit and was able to confirm the issue. The fse replaced ECG cable assembly (0012-00-1814-02). The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
Corrected field: h6 (medical device ¿ problem code, component codes, investigation findings). Updated field: b4, g3, g6, h2, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site full name: (B)(6).

Event description:
It was reported by the customer that during routine check cardiosave intra-aortic balloon pump (iabp) ECG lead not working. There was no patient involvement.